Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
Patient reported left side "capsular retraction", "constant pain and tenderness", "capsular contracture grade 3". Also reported "simple cyst" which is not related to the device. Device remains implanted.

Event description:
Patient reported left side "capsular retraction grade 3", pain, and cyst not related to device. Patient representative reported recall and "capsule and fibrotic tissue with focal gigantocellular foreign body reaction". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6